Manufacturer narrative:
It was reported by the medical supply company that the first time the bed was plugged in it began smoking. The technician unplugged the device with no further incident reported. There was not a patient in the bed at the time of the incident. There was no patient injury or adverse event noted. The device has not been returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the first time the bed was plugged in it began smoking. The technician unplugged the device with no further incident reported.